Event description:
On (B)(6) 2011, pt reported that the up and down buttons on the infusion device do not function correctly. He just noticed this concern when bolusing, and both buttons functioned as intended during the troubleshooting call. Pt reported the infusion device does not vibrate as it should when the buttons are pressed. He also reported the buttons and protective rubber are "pushing through." Pt has used this infusion device for 4 years and boluses approx 3 times per day. The buttons occasionally stick when are pressed. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.